Manufacturer narrative:
The rotational locking mechanism was repaired by the service engineer. Internal CAPA issued.

Event description:
Service call scheduled for rotational lock repair. No patient involvement.